Event description:
This pt was ruled in for a post procedural mi following cypher stent implantation in the distal left main artery (lma). This pt was admitted to the hosp with a chief complaint of unstable angina (iib). The pt was currently taking beta blockers statins, aspirin, ace inhibitors, diuretics and anti anginals. The pt was taken electively to the cardiac cath lab, where angiogrpahy revealed a 52%, mildly angulated lesion in the distal lma. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The lma lesion was not predilated. A 3.0 x 33mm cypher stent was deployed to 18 atms within the distal lma, extending into the proximal lad, with suboptimal results. The stent was post-dilated (balloon and pressures unknown). Flow through the stent segment wast timi iii. The pt was discharged on the same pre-procedure medications, with the addition of plavix of three months.